Event description:
Boston scientific crm received information that this righ ventricular lead dislodged. It was successfully repositioned. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
This lead was successfully revised and remains in service.